Event description:
A customer reported a malfunction alarm on their insulin pump, which had occurred three times in the past week. There was no reported adverse impact on customer's blood glucose level. The customer continued to use the pump for insulin therapy.